Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, patient contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, patient encountered short battery life as the result of a new battery cap recently received. Power issue was resolved with the old battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The battery cap has been returned and evaluated by product analysis on 01/07/2014 with the following findings: visual inspection of the returned battery cap found no damage to the threads and the spring was secured. The investigation was completed using a test pump. The battery cap was able to tighten properly onto the pump and was removed without issue. The cap measurements were within specifications. The battery cap functioned properly with no power reboot observed. Investigation was unable to reproduce the short battery life issue.